Manufacturer narrative:
Additional information : the lot was manufactured from march 12, 2019 - march 13, 2019. The device was received for evaluation. Unaided visual inspection was performed which observed white floating particulate matter (pm) inside the fluid pathway of the bag. Additional visual inspection along with magnification verified a floating curved white shaving which appeared to be a plastic piece approximate 0.25 inches in length. Further fourier transform infrared spectroscopy testing identified the particle to be acrylonitrile butadiene styrene (abs) copolymer. The reported condition was verified. The cause of the pm could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material (white plastic) was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during mixing. There was no patient involvement. No additional information is available.